Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr), dense chordal structures below the leaflet and restricted septal leaflets for a triclip procedure. During the procedure, the gripper line detached from gripper which made grippers unable to raise. The clip was removed from the anatomy and the procedure was terminated with unchanged tr. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper line separation. The reported gripper actuation issue appears to be related to the gripper line separation. There is no indication of a product issue with respect to manufacture, design, or labeling.